Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery (specific date not reported) due to skin overgrowth and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains. This report is submitted on may 09, 2023.

Manufacturer narrative:
This report is submitted on april,12,2023

Event description:
Per the clinic, the patient experienced an infection around the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment.